Event description:
The facility representative reported an infusion pump with an unknown battery issue. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the unknown battery condition was confirmed during product evaluation due to fail code 570. This fail code was caused by depleted batteries. The batteries were replaced. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.